Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges additional surgery and explant of the device;however no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
(B)(6) 2015 - patient was implanted with a bard ventralight for the repair of a ventral umbilical herniorrhaphy. (B)(6) 2017 - patient started experiencing pain radiating from her abdomen and neuropathy. Thereafter, patient's physicians elected for a repair surgery of the recurrent hernia. (B)(6) 2017 - patient underwent repair surgery. Upon entering the abdominal cavity, the surgeon noted that the bard ventralight mesh had failed and removed the mesh. Patient has suffered pain, neuropathy, scarring, and will continue to suffer physical pain and mental anguish from her hernia mesh injury. As a result of having the bard ventralight mesh implanted, patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages.